Event description:
During a diagnostic esophagogastro duodenoscopy procedure for evaluation of a potential ulcer, a small perforation at the gastroesophageal junction occurred. The 71 year-old pt reportedly had a friable colon with a history of cirrhosis, jaundice and questionable portal hypertension. The procedure was completed with the same device and the pt was discharged from the skilled nursing unit thirteen days after being admitted.